Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported event. The investigation was performed on expert discussions considering complaint description, customer service reports, system history, and system log file analysis. According to the initially provided information, the c-arm collided with the table head holder, causing damage to the head holder and the c-arm. No health consequences were reported as a result of this event. The investigation results showed that the customer disabled the default accessory, which resulted in the head holder collision detection being disabled. There is no indication for an unintended movement of the system. The collision occurred because the customer did not check for collisions before releasing system motions. The operator manual contains adequate instruction about handling the system with regards to the risk of collision and the handling of additional accessories. Thus, customer inattention could be determined as root cause. The system was back in operation after the c-arm was repaired as part of the service activity. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware on an incident that occurred while operating the artis pheno system. The c-arm collided with the table head holder. The collision resulted in damages to the c-arm. We currently have no indications of adverse effects on the health status of patients, users or third parties. Siemens has requested additional information in order to conduct an investigation of the reported event.